Manufacturer narrative:
The customer¿s report that fluid leaked from the filter vent was confirmed. Inspection of the set's filter vent under magnification showed that the filter vent membrane appeared wetted. Functional and pressure testing confirmed leaking from the filter vent. The root cause of the leak was a damaged/wetted filter vent membrane.

Manufacturer narrative:
Correction: omit ¿other¿ (market clncl resource dir) from initial report.

Manufacturer narrative:
Gtin/UDI number for item (B)(4), lot 17016545 is 10885403237652. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the fluid leaked from the vent on the maxguard filter extension set during patient use in the neonatal intensive care unit. There was no report of patient harm.